Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00376. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of colposacropexy, retropubic urethropexy and enterocele repair performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2001 and (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent excision and cautery of vaginal mass on (B)(6) 2010 due to vaginal mass, excision of mesh and granulation tissue and closure of vaginal mucosa on (B)(6) 2012 due to mesh exposure, and revision of mesh with biologic implant on (B)(6) 2013 due to anterior vaginal wall mesh erosion and recurrent urinary tract infections. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2011 in order to treat erosion of mesh, symptomatic cystocele and urinary stress and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal/revision on (B)(6) 2011 and (B)(6) 2011. No additional information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00376 and medwatch 2210968-2013-25734. The same patient is represented in each medwatch.